Manufacturer narrative:
(B)(4).evaluation summary: the analysis results found that the device a was returned with the tissue pad melted, however it was 100% present. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the device b was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No issues with the tissue pad were noted. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap hysterectomy procedure, the tissue pad fell off two devices. Another instrument was used to complete the procedure with no pt consequence.